Event description:
It was reported that the surgeon inserted a micl12.1 implantable collamer lens and the lens was removed. Additional information was requested but non forthcoming. If any additional information is received a supplemental medwatch report will be submitted. This is one of two lenses inserted in this pt. See MFR report# 2023826-2007-01928.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that a haptic plate was torn and a piece of it was torn off and missing. There was a clear surgical residue on the lens.